Event description:
Description of event according to initial reporter: the patient was admitted for the treatment of thoracic aortic aneurysm, de-branching was done to the arch vessels. Procedure did on (B)(6) 2022. The proximal graft was placed across the left subclavian artery (lsa). Lsa was occluded with vascular plug. Patient outcome: now came for review. Found a type 3 endoleak at the graft. Suspecting mild fracture resulting damage in the graft material.

Manufacturer narrative:
Manufacturers ref# (B)(4). G4) similar to device marketed under PMA/510(k): p140016. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: on the (B)(6) 2022 a male patient underwent tevar. The patient was admitted for the treatment of thoracic aortic aneurysm, de-branching was done to the arch vessels. The zta-pt-40-36-217 graft was placed across the left subclavian artery (lsa was occluded with vascular plug). On follow-up images (B)(6) 2023 (10 months after the procedure) a leak at the graft was noticed. The outcome was relining with placement of an additional graft to stop the leak. Follow-up images from (B)(6) 2023 (10 months after the implant procedure) were provided and reviewed by an imaging expert. An endoleak was confirmed and the endoleak represented a type iiib endoleak either through a suture hole or fabric defect. According to the imaging review friction from an adjacent inner aortic curvature calcified atheroma could have contributed to the endoleak. Review of the device history record gave no indication of the device being produced out of specification. Based on the provided information and the imaging review it is assessed that the dense calcification of the vessel wall is likely the cause for the type 3b endoleak. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.